Event description:
It was observed that during the device evaluation, the dueodenvideoscope had objective and light guide lenses peeling on cement. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, objective and light guide lenses peeling on cement due to probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.